Event description:
A (B)(6) male underwent left total knee replacement. Uneventful. Post op day 2 patient c/o nausea medicated with zofran 0240. Nurse finds patient unresponsive at 0247 and code is called. During the code to obtain femoral central access, which was difficult due to defective central line kit. Could not thread the guide wire through the introducer. The patient ultimately died but it was not felt that the failure of the central line kit contributed to the patient's death. Reference MFR #: (B)(4).